Event description:
Information was reported that the cuff was not inflating symmetrically immediately upon use. Incident occurred within week 27. No patient injury occurred.

Manufacturer narrative:
Other, other text: device evaluation- the device history record was reviewed for the reported lot number. The review showed no related observations identified to suggest the reported issue was observed during production. Three used devices were returned for evaluation. The devices were given functional testing to check for cuff function. Sample 1 and sample 3 were not inflating symmetrically so the device cuffs were manually manipulated as per device instructions and after that both samples were found to have symmetrical cuffs. Sample 2 was tested and found to inflate symmetrically without any manipulation required. The reported issue could not be confirmed. Review of the device instructions showed the relevant excerpt: "6.2- attach a syringe to the pilot balloon and slowly inflate the cuff with 5ml of sterile water. If the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft."